Event description:
Holder with needle got stuck in needle disposal container. Nurse tried to push needle into the container with her hand and she got stuck with the needle. Baseline testing was given to nurse. No medical treatment was reported.